Event description:
The patient had 2 extensions (from the same lot) placed as part of a trial procedure. It was reported during the procedure to remove the extensions and implant a drg ipg, the physician experienced difficulty removing one extension. The physician was able to remove the extensions, but elected to not implant the drg ipg and abandoned the procedure. The incision sites were dressed and the patient was prophylactically placed on antibiotics. Follow-up information indicated the incision sites healed and a drg ipg was successfully implanted on (B)(6) 2017.